Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint, and completed the device evaluation. Failure analysis could not replicate nor confirm the reported complaint. The instrument passed recognition, and engagement testing, was found to have full range of motion in all directions, and did not get stuck. However, the instrument failed the clip test, and hairline cracks were found on the grip input shafts. A review of the instrument log for the large hem-o-lok clip applier (part#470230-12/lot#n10190930 0121) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 88th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure (after a pause of the large hem-o-lok clip applier) an unspecified forceps remained blocked inside the trocar. The reporter indicated nothing responded anymore, and force was needed to remove the forceps. The patient and procedure outcome were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.